Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they didn¿t know if it was fixed for sure, but it hadn¿t happened for probably the past 6 weeks. It was stated they had the electronics evaluated by ohsu and also had x-rays taken to make sure there was no problems with the wiring. It was noted they didn¿t find or fix a specific cause. It was stated there were no uniform circumstances that led to the shocking, overstimulation, and face muscle tightness. Sometimes they were sitting up and other times in bed. There was no correlation with the activity level or with self-administered change in device programming. It was noted it was still a mystery.

Event description:
A consumer implanted for parkinsons dual and movement disorders reported since having their new implantable neurostimulator (ins) implanted they were experiencing shocks and overstimulation in their brain. When this occurred the consumer experienced tightness in their face muscles, but it passed over time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.